Event description:
Report received of a delay in therapy due to non-delivery of pitocin from improperly loaded tubing. According to the customer contact, a pt in labor was receiving a pitocin drip. It was reported that the primary rate was set at 12ml/hr for the pitocin. According to a faxed report of the event from the customer contact, the "green light was flashing on and off, and everything appeared to be working correctly". The pitocin was reportedly increased to 24ml/hr, then to 36ml/hr when it was "noticed that the bag had not emptied any fluid and that nothing was dripping from the drip chamber." It was noted 45 minutes after the drip was started that the pump was not delivering. The pump was reportedly turned off, and when "reset", turned back on and "it began to work". In further discussion with the customer contact, customer contact reported that the non-delivery was due to improperly loading tubing. There was no reported adverse pt event. Though requested, there was no further info available.